Manufacturer narrative:
(B)(4), date sent: 9/16/2024, d4: batch # 765c97. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60b reload was received for analysis and with an opened package. Upon visual inspection, the package was noted to be without apparent damage. The reload was received with no apparent damage and the sled was received in the home position and slightly out of position of the proximal end. However, six double drivers were noted up without staples on the proximal end, this condition was most likely due to an incomplete firing cycle. The condition of the driver's up shows that reload was partially fired 1/3. However, it is possible that the reload was manipulated, and the sled was manually returned to its home position. As additional testing, the returned reload was reset and loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. It is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device can eject the sled from the proximal end of the reload. The IFU instruct the user to leave the staple retainer in position until the reload is loaded into the device. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device lot number 765c97, and no non-conformances were identified.

Event description:
It was reported that during the unk surgery, before used on the patient, noted the packing was damaged and then missing staples. Another device was used to complete the surgery. There were no adverse consequences to the patient.